Manufacturer narrative:
Method: no product was returned for evaluation and investigation. The lot numbers were not provided, so the lot and device history records could not be reviewed. Results: the info contained herein is based on the info provided by the initial reporter. The reporter did not provide any specific info concerning the procedure, or other particulars of the alleged incident. Without the actual product or details of the incident, an analysis cannot be conducted. The on-q pump directions for use (dfu) contain a warning that states: "avoid placing the catheter in joint spaces. Although there is no definitive established causal relationship, some literature has shown a possible association between continuous intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis." (Dfu 1304265, rev. L). I-flow has also prepared a technical bulletin entitled "what we know about chondrolysis today." (1303722, rev. E). If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
Pt allegedly suffers serious and permanent damages to her right shoulder joint, following the use of a pain pump after surgery on or about (B)(6), 2006.